Event description:
Journal ref. Valia-vera at al. "Ziconotide: an innovative alternative for intense chronic neuropathic pain" rev neurol 2007;45(11):665-669. We report the case of a female with intense neuropathic pain in the lower back and the lower limbs secondary to three operations on the l5-s1 lumbar segment. After implementing several different pharmacological regimes involving both oral and implanted systems (spinal cord stimulation and subarachnoid infusion pump with different pharmacological combinations) with no clinical improvement, intrathecal infusion with ziconotide was included in the protocol. Event: in 1999, she had an itrel 3 implanted; at some point lead fractured and was replaced in 2000. There was little effectiveness and the system was later removed.